Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a silent shut down. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a silent shut down. During troubleshooting, the event log was reviewed, and it was reported that error code 1124 (battery failed) was recorded. The rse noted that when the power management (pm) printed circuit board assembly (pcba) detects a battery error, the ventilator continues to ventilate, and the battery charger turns off. The rse provided the customer with the manufacturer recommendation, verify that the pm pcba is equipped with firmware version 1.30, replace the internal battery, replace the pm pcba. The customer was provided with the part number for a replacement battery. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 10oct2025, 17oct2025, and 24oct2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.